Manufacturer narrative:
Unit passed displacement test and self test. Unable to connect unit with multiple transmitters. Problem isolated to electronic assembly.

Event description:
The customer reported via phone call that the insulin pump need to connect to the meter, they tried several times. The blood glucose value was unknown. The insulin pump will be returned for analysis.